Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has not reproduced the described customer issue with an audibly heard leakage, the air gas module was working as expected. The review of the received device logs confirms the reported issue with a failure in pressure transducer test during pre-use check. According to log files after replacement of the expiratory cassette all following pre-use check are passed without any problem. If a leakage in the air gas module happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).